Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
(B)(4).

Event description:
This patient experienced inappropriate shocks. A magnet was placed over the ICD and the patient continued to receive inappropriate shocks. This crt-d was explanted and replaced. The rv lead exhibited noise and was capped and replaced.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for 18 months and 62 charging cycles were recorded to the device memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular channel. This led to shock deliveries, as mentioned in the complaint description. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Please note that an unfavorable orientation of the magnet or the application a magnet not intended for use with this ICD may prevent the expected therapy inhibition. This does not represent a device malfunction. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. Based on the information available for analysis, the integrity of the lead cannot be assured. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.